Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned item exhibits signs of repeated use (nicked or gouged) and is fractured. All pieces were returned. Sem report states that visual examination of the femoral impactor pad revealed fracture surface artifacts consistent with an overload fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impaction pad was fractured while impacting the femoral trial. No additional information is available at this time.